Event description:
It was reported the camera head had an intermittent image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a gap between cable unit, the endoscopic image cannot be displayed three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an intermittent blue screen and intermittent screen noise. There were no reports of patient harm.